Manufacturer narrative:
Although the reported defective device was disposed of by the end user, an investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6) 2011 by the end user, while tunneling a dialysis catheter, the plastic sleeve on the metal tunneler broke. There was no harm to the pt and no further medical intervention was required. The procedure was successfully completed with this device.